Event description:
Device malfunction: difficult to remove, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports, the safety release was activated, and an assertive pull released the device from the tissue tract. During inspection of the device, it was noticed, "the clip hung on the tip of the sheath splitter." Manual compression was applied to achieve hemostasis. No adverse patient effect were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.